Event description:
Customer reports: protime system inr results giving results lower than lab. Pt inr result 1.0 vs lab result 2.6. Lab uses a ca540 with an isi of 1.03. Target is 2.0-3.0. Lab result was used and there was no delay in treatment.

Manufacturer narrative:
(B)(4). MFR awaiting add'l info for further complaint eval.